Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a less than 50 mm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently. The stent graft limb occluded where it travels through a previously placed bare metal 8mm stent. Angioplasty and lysis resolved the occlusion. The physician stated that the cause of the event was the bare metal stent that decreased the flow lumen. No additional clinical sequelae were reported and the patient is fine.